Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Expected blood glucose results non-fasting range from 90 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Customer is on permanent feeding tube. Back to back blood test performed during call non-fasting ((B)(6) 2015; 6:05pm) with results of 46 mg/dl and 45mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 11/25/2016 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of low blood results. Expected blood glucose results non-fasting range from 90 to 100 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Customer is on permanent feeding tube. Back to back blood test performed during call non-fasting ((B)(6) 2015; 6:05pm) with result of 46 mg/dl and 45 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot MFR's expiration date is 11/25/2016 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: memory 1:45mg/dl (B)(6) 2015 06:28pm; memory 2:46mg/dl (B)(6) 2015 06:28pm; memory 3:42mg/dl (B)(6) 2015 05:38pm; memory 4:40mg/dl (B)(6) 2015 05:32pm; memory 5:148mg/dl (B)(6) 2015 09:00am. Based on the customer's expected blood glucose results of 90 to 100 mg/dl and the lowest result recalled from meter memory of 40 mg/dl; the complaint is reportable - zone b/c. Adverse event not reported.

Manufacturer narrative:
Internal report (B)(4). Product not yet returned for eval.